Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode triggering error 23068. During the patient fixture test platform (pftp) testing, the usm failed on the carriage friction low speed test. While performing visual inspection, debris was found on carriage degrees of freedom (dof) 5 rotor and on dof 5 isa board. The root cause is attributed to defective components. The carriage dof 5 rotor and isa board (dof 5) were causing issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the stapler faulting issue caused by error 380647 on the arm. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the stapler 45 faulted each time the customer attempted to fire. The customer confirmed the stapler 45 instrument was installed on arm 4. The customer tried two different staplers, but both staplers failed to fire and generated recoverable faults. The technical support engineer (tse) viewed the live logs, and identified errors 23068, 32098, and 22030 on arm 4. The customer requested arm 4 to be inspected/replaced. The procedure was completed with no patient harm.